Event description:
During the routine follow-up of the device involved in this report on (B)(6) 2007, the physician noticed that several non sustained episodes within the ventricular fibrillation rate zone have been recorded in the device memory. The physician indicated that all episodes were related to oversensing.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Device follow-up files were analysed. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Discussion: according to available data, the device operated as intended. All of the oversensing episodes were non sustained episodes and did not trigger any therapy (because they were non-sustained). Such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. Modifications of the algorithm are under eval; in case results of this eval are satisfactory, they will be implemented in future ICD generation; implementation in current available ICD's will be evaluated at this time. (B)(4).